Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the collet tip clamp and the plunger clamp in the reported problem area of the pipettor assembly was dirty and stuck. Two new plunger clamps were installed and all the tip clamps were replaced. The instrument was cleaned, tested without further problem and returned to service.